Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: (lab analysis was initially performed when there was no complaint against the device reported. Only additional observations were made). Additional observations: observed split in patch area (ss), it is out of specification per qa 199.04. A further investigation is request for the workmanship observation on the device. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1565207 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area. No additional observations are performed for the complaint as the event is no complaint against the device. A review of the current risk documents pfmea-silicone filled bi and sizer assy (version 6.0) was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area (ss) will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "prominent fold within the left breast implant". Healthcare later reported left side "contracture" baker grade unknown. Device was explanted and replaced.